Event description:
It was reported that a patient had implantable neurostimulator (ins) revision surgery on (B)(6). The patient reported she ¿thought they revised the leads and stated that she has incisions at the ins and lead site, but was not sure if they replaced the ins.¿ it was stated that they didn¿t move the ins because it was still implanted in the same spot. The patient stated "I'm not sure of anything right now." The patient stated that the reason she had revision surgery was because she was in a car accident on (B)(6) and since that time she lost all stimulation sensation except for from her ankles down. It was stated that she didn¿t need stimulation at her ankles; she needed it for her lower back and hip area.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).